Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during initial drain on the home choice (hc). The home patient (hp) was connected and uses a patient extension line but attaches it prior to prime. The hp cycled power and the hc alarmed se 2367. The technical service representative (tsr) advised the use of new disposables and referred the hp to the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The root cause is undetermined for the reported system error 2240 alarm. The sample was not returned for evaluation, and a batch review was not performed to confirm the problem. If additional relevant information is received a follow-up will be submitted.